Manufacturer narrative:
Per tandem user guide: make sure you have a 3.0 ml syringe and fill needle before filling the cartridge with insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and it was identified customer was filling cartridge with an incorrectly sized syringe. Customer was informed of the proper load technique per the user guide. Customer reverted to an alternate method of insulin therapy and will resume pump use once receiving replacement supplies.